Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient had 'problems with handset and the communicator' and they needed to be replaced. The patient stated it was struggling to connect and the bolus time should take 4 minutes but, 'it will crash out' and say pump is not responding or apps are not responding. It took up to 15 minutes to deliver and it is stuck at 90%. The patient was assisted with clearing the data., the patient connected to the pump, briefly saw pump not found, and was then able to connect to my ptm app without issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.